Event description:
It was reported that a probe had sparks shooting from the shaft to the head of the probe during use. No injuries were reported. Another probe with the same lot number didn't function.

Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.